Event description:
Home user reported after suctioning spouse and removing the suction catheter, it was noted that the whistle tip end of the catheter was missing. The home user reported that the bronchial suction had been placed down the pt's nose to suction the trachea. The pt coughed one time after the catheter was removed and may have coughed up the small piece. The event was 4 days old when it was reported and the pt had not experienced any repiratory distress or signs of respiratory impairment. The pt's physician agreed that it was not advisable to pursue trying to locate and retrieve the missing tip due to the pt's condition.